Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer insulation breached. Blood/body fluid was present on the distal conductor and outer insulation melted. Partial lead in segments was returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts were unable to confirm the reason for the lead return. No patient complications have been reported as a result of this event.